Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was working intermittent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use were observed. A visual evaluation was conducted. Signs of charred tissue and blood were observed on the heating element. The heater wire was flexed at the center of the hot jaw. The wire remained in place at the tip and base of the hot jaw. The device was evaluated for toggle function. The toggle did not operate as expected. The slight "click" at the end of the toggle pull-back was not heard, which indicates to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is not considered normal and expected. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device did not pass the pre-cautery test.; it did not consistently produce visible steam and heat during ten (10) 3-second activations. The device did shut off when the toggle was released, when it did activate. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations). The jaws were cleaned of debris and char gently with saline and gauze pad as instructed in the IFU. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device did not pass the temperature measurement test. The displayed temperature did not increase and turn ¿green¿ within the 2 second specified timeframe. The handle was opened to evaluate the internal components. The switch was examined under microscopy. A visible defect was observed, the switch lever was bent. It is undeterminable if the bent switch lever occurred during manufacturing or assembly. No residue or contamination was seen on the switch. Based on the received condition of the device and the results of the evaluation, the reported failure ¿intermittent continuity" and analyzed failures "bent wire" and "mechanical issue" were confirmed. Specific actions for the failure mode "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was working intermittent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was working intermittent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.